Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the patient developed shortness of breath and a drop in blood pressure. A cardiac tamponade was suspected, and an ultrasound indicated that the patient had developed a pericardial effusion. The effusion was drained, and the patient underwent a blood transfusion. The device remains in use. No further patient complications have been reported as a result of this event.